Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2010, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury the following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during vaginal sling placement, anterior repair, and a cystoscopy procedure performed on (B)(6) 2010, for the treatment of genuine stress incontinence and grade 1-2 cystocele. According to reports, there is no bladder trauma during cystoscopy and there is no reflux from the ureteral orifices of indigo carmine. The patient went to the recovery room after tolerating the procedure well, with blue-colored urine noted in the foley bag. As reported by the patient's attorney, the patient has experienced an unspecified injury.